Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user unable to login. The technical support specialist assisted the customer to resolve issue by providing solutions to queries. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medstation system unable to login station. The customer reported that users were unable to get into the station to access the medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that user unable to login. A technical support specialist assisted the customer to resolve issue. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation system unable to login station. The customer reported that users were unable to get into the station to access the medications. There were no adverse events or injuries reported based on this incident.